Event description:
It was reported that the remote transmission on the device indicated that there was a right ventricular (rv) lead impedance warning. The rv lead remains in use. There was also far field sensing noted on the atrial lead. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg implantable cardioverter defibrillator, (B)(6) 2011; 694758 implantable tachy lead, (B)(6) 2011. (B)(4).